Event description:
The patient reported there had been a loss of therapeutic effect; she had experienced symptoms of numbness in her left leg and when stimulation was turned down, there was no stimulation detected in her arm (affected side was not provided). There had been no accident or trauma and the patient status had been deemed fair. She anticipated surgical revision in two days because the left lead had migrated. The field staff had contacted the patient; stimulation levels had been deemed too high by the representative (no values were reported). The patient had been advised to lower the stimulation levels prior to revision. Additional information has been requested from the physician.